Event description:
A complaint was rec'd that when using a medisense blood glucose monitoring device, the consumer rec'd a significantly lower reading when compared to the significantly higher reading rec'd at a hosp facility. The event required the consumer to be hospitalized.